Event description:
Complaint handling unit received a user facility report for medwatch numbered (B)(4) on (B)(4) 2013. An updated version was sent via fax on (B)(4) 2013. It was reported that the surgeon was drilling with a drill bit to place a screw during a left knee revision surgery, when a piece of the drill bit broke off in the patient. The portion of the drill bit remains in the bone as sited on the post procedure x-ray; there is no apparent injury to the patient at this time. The drill was noted as being a stryker product and only the drill bit is a depuy synthes product. Stryker has provided the inspection records for their device. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Lot # u168484 revealed the 2.5mm drill bit was manufactured by (B)(4). Po # 152114, for 232 parts, was inspected to the synthes incoming final inspection sheet number (B)(4) revision ¿a¿ on (B)(4) 2013. The product conformed to all requirements. The certificate of compliance (c of c) is dated (B)(4) 2013. 232 parts were released to the warehouse on (B)(4) 2013. Po # 1528701, for 350 parts, was inspected to the synthes incoming final inspection sheet number (B)(4) revision ¿a¿ on (B)(4) 2013. The product conformed to all requirements. The certificate of compliance (c of c) is dated (B)(4) 2013. 238 parts were released to the warehouse on (B)(4) 2013. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
This device is for treatment, not diagnosis.